Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's device system was explanted due to an infection. It was also reported that the patient's right ventricular (rv) lead had dislodged and exhibited high thresholds and no capture. The device system will be replaced once the infection has cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.